Event description:
It was reported that pump displayed malfunction code 24 with fault ID 0x2219 and issue occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.